Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
An ophthalmologist reported that the equipment displayed a low power, no efficiency and did not fire the laser over 300 during a photocoagulation procedure. The procedure was able to be completed with the same equipment and accessories without delay. There was no harm to the patient.